Event description:
It was reported that the handle of indeflator was broken (loose) when the doctor used the indeflator to release the pressure of contrast agent. The procedure was finished successfully by using another indeflator. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation; however, the device was functionally operable in achieving deflation. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.